Event description:
Caller reported a cartridge alarm 20, and there was no adverse impact to the customer's blood glucose level. Cts (tandem technical support) decided to replace the pump after confirming the pump's warranty status, which is valid until january 12, 2026. Customer will receive a replacement pump with updated software and was advised on the steps to take upon receiving it, including returning the defective pump within 10 calendar days to avoid a (B)(4) charge. Customer agreed to these instructions and acknowledged understanding of the procedures for returning the pump using the pre-paid ups shipping label provided.